Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the temperature probe was ripped off in smart remote manager. As per part investigation, it was determined that there was thermal damage observed on the assy srm buffered temp probe. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 and h4: serial number, unique device identifier (UDI) and manufacturer date not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-dec-2008 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition of temperature probe was ripped off smart remote manager was confirmed during fse testing and subsequently confirmed in the dchu testing and inspection process. According to work order #(B)(4), the fse reported that the smart remote manager temperature was out of range due to probe being ripped off. The fse powered off and replaced temperature probe. Hta passed. The report was closed. During dchu visual inspection: pn 136355-01: was received with signs of overheating and discoloration. During dchu testing: pn 136355-01: the testing from dchu was not necessarily due to the signs overheating in a section of the cable, rendering the component unsuitable for functional evaluation. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause on the original issue was due to a thermal event on the assy srm buffered temp probe (pn 136355-01). The cable exhibited signs of overheating along its surface which led to a malfunction and compromised the reading of temperature.